Event description:
A report was received that the patient had infection at the midline incision and drainage at the pocket site which the physician believed that it was an infection. Intravenous antibiotics was administered. The infection was not device or procedure related. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.